Event description:
On march 5, 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter has a display issue (display is cloudy). On march 21, 2008, this medical affairs specialist contacted the patient to obtain/clarify more information. The patient tests her blood glucose 4 times per day and controls her diabetes with pills (unspecified type and dose), diet, and exercise. The patient does not take any insulin. The patient stated that she is only able to read half of the display and did not bother testing her blood glucose after the reported issue with the lfs product began in 2008. Eight days later, the patient complained about chest pains and was taken to the hospital by her daughter. The patient was tested at over 400 mg/dl with an ER/hospital meter and was treated with insulin (unspecified insulin and dose). The patient was diagnosed with a liver condition and a possible heart condition but could not provide any specific detail about the condition. The patient's diabetes medication was not changed prior to or after the hospital accident. During troubleshooting, the meter display issue was not resolved. This complaint is being reported because the patient claimed she was treated with insulin at the hospital for an elevated blood glucose reading after she was unable to obtain a blood glucose reading for several days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.